Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to the inspiratory pressure transducer's a/d value not responding to pressure calibrations.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the gas delivery engine (gde) was the cause of this reported issue. The gde was replaced and returned to the customer operating to manufacturer's specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion, safety valve open and high pressure. The customer stated there was no patent involvement associated with this event.